Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a replace battery now alarm and blank screen display less than ten hours after receiving a low battery alarm. Blank display could not be resolved until the fourth battery change. Batteries were new, fully charged and not previously used. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected replace battery now alarms were noted. The pump was received with minor scratches on the display window and case.